Event description:
It was reported that a cartridge did not fit onto the pump. Reportedly, there was an o-ring from a previous cartridge on the pneumatic tap. Additionally, it was reported that the o-ring was missing from the cartridge that the customer had intended to load. The customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer's blood glucose level.